Event description:
It was alleged that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(6). Samples from the patient were measured on the meter at unknown times on (B)(6) 2026, resulting in values of 3.0 inr and 6.2 inr. At an unknown time on (B)(6) 2026, the patient had a result of 2.1 inr when testing with an unknown laboratory method. The patient's therapeutic range is 3.0 inr to 3.5 inr.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.